Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of provided radiographs confirmed the reported device migration and loosening. The root cause of the loosening and migration is unknown. A search of the complaint database did not show any additional reports against the lot code. No evidence was found indicating the product was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. X-rays revealed that the stem had migrated into varus. The stem and sleeve were found to be loose.